Event description:
An endurant iis was implanted for the treatment of an abdominal aortic aorta. It was reported that the grey threaded section (that the blue wheel rotates around for top cap deployment) was fractured at the front end where it joins the larger grey section of the handle. The plastic was completely separated from the rest of the delivery system in front but internally it looked intact. The physician didn¿t notice until coming to release the top cap but fortunately the mechanism still functioned and top cap release and recapture went fine in the end. No clinical sequelae were reported and the patient is fine. The physician stated the event was related to the device. Review of single returned photo of the delivery system confirmed that the screwgear was broken near the thumbwheel. The cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Evaluation summary: the event was confirmed; there was a break in the screwgear. The root cause of the event could not be conclusively determined; however, was most likely due to shipping/handling.